Event description:
Resolution clip used in cecum successfully deployed and adhered to tissue at post polypectomy site. When removing introducer, the clip came off the tissue. FDA safety report ID# (B)(4).